Event description:
Betadine has loose caps and leaking onto all the sterile products.

Manufacturer narrative:
It was reported that the betadine has loose caps and leaking onto all the sterile products. Techs in the room had to open new packs. This has occurred over a period of a couple of weeks. Still receiving damaged pks. No adverse effects/patient is good. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.